Event description:
The patient contacted animas on (B)(6) 2011 to report that he was hospitalized on (B)(6) 2011 for hyperglycemia. The patient reported that he began to obtain high blood glucose readings (results not provided) on (B)(6) 2011 which he treated with multiple correction boluses; however, his bg would not respond. The patient claimed he went to the ER and at time of arrival his bg was 900 mg/dl when tested with ER/hospital meter. It is not known if the patient was symptomatic. It is also unknown what treatment the patient received while hospitalized. The patient was unwilling to provide any details regarding the hospitalization and only informed animas customer support (cs) that he signed himself out of the hospital on (B)(6) 2011. At the time of troubleshooting, the patient confirmed there were no associated alarms in pump's history prior to hospitalization. It was confirmed that the date and time were correct on the pump and it was noted that total daily delivery corresponded with basal delivery. The patient denied any leakage of insulin or any problems with his site or infusion set. At the time of the call, the patient informed cs that he boluses very little. Cs noted that 90% of patient's insulin intake is from basal delivery. The patient was advised to see his physician to determine if any changes had to be made to his settings. This complaint is being reported because the patient was treated for hyperglycemia by an hcp while on insulin pump therapy.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in the black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during investigation.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.